Event description:
It was reported by service report that the IV pole was broken exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: IV pole.